Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "lymph node adenopathy"; "silicone granuloma."

Event description:
Patient reported left side "rupture", "lymph node adenopathy", "silicone granuloma", and pain. Healthcare professional reported "pain in the left breast and slight left axillary swelling." Patient further reported "fibrocystic changes" which has been deemed not related to the device. Device has been explanted and replaced.